Event description:
"S/p bilateral subglandular periareolar surgitek gels (right 235 left 220) for augmentation in 1985 due to encapsulation and pt feeling the implants too large. The pt had bilateral open capsulectomies with change to smaller right 205 left 190 in 1986. The pt developed a post-op right hematoma/senoma evacuated 8 days later. The pt c/o firmness on the rt since that sx no h/o trauma on decreased size. The pt has local discomfort and the breast became quite firm, if pt does not do vigorous massage. In addition, pt c/o systemic problem including arthralgias (plus am stiffness), mylagias, paresthesias, dysesthesias, swelling, fatigue, sleep disturbances, adenopathy, sore throat, fevers reoccurrent infections, hot flashes, drenching sweats, headaches. Tmjds gum problems, visual disturbances, dizzy spells, memory loss,dry mucus membranes, hair loss, rashes, sensitive sun/cold (plus raynauds)/chills shortness of breath chest pain, chosto chondritis, choking sensation, wgt gain, gi/gu disturbances and easy bruising. These symptoms have developed since implants and are progressive, pt is otherwise healthy."